Event description:
It was reported that while in the hospital ward, the md inserted the catheter via the femoral vein. After the catheter was inserted, it was infused with a medical solution, at which time the staff noticed a leak at the junction hub. As a result, the catheter was exchanged. A request was made for more information.

Manufacturer narrative:
Follow-up report will be filed if additional information become available.